Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro fine plus¿ 31 g × 5 mm pen injector needle was unable to deliver the drug and the needle point end was bent.

Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that a bd micro fine plus¿ 31 g × 5 mm pen injector needle was unable to deliver the drug and the needle point end was bent.